Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x (device 1). The patient's attorney made no allegations related to the bard/davol composix kugel. Note: not returned.

Event description:
It is alleged by the patient's attorney: (B)(6) 2010 the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device 1) on (B)(6) 2011 & (B)(6) 2011 - the patient had unspecified injuries related to a defect in the composix e/x (device 1) and underwent revision surgery. On (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. The patient is only making a claim for an adverse patient outcome against the composix e/x (device 1). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."